Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they fainted while shopping. The customer's blood glucose level was 20 mg/dl but their sensor glucose reading was 67 mg/dl. The paramedics were called on (B)(6) 2015. The customer treated their low blood glucose with food. A sensor may have been bent. The device was not returned.